Event description:
It was reported that the device had plunger-resistance and noise. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had plunger-resistance and noise. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of plunger has resistance and makes noise was confirmed. On 28-oct-2024, syringe was received unboxed and with paperwork. Manual operation revealed plunger arm has resistance and makes noise. Internal inspection found plunger arm is bent and forcing carriage into screw. Unable to determine how the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the tube drive arm and adjust the carriage block. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.